Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63), and the location of the damage was at the case of the battery tube side. The customer the sticker is peeled off for the serial number. The customer reported no adverse event. The event involved product(s) mmt-1884 troubleshooting was performed for the pump error, and the customer was able to clear the error, and the fill cannula delivery test was successful. The error table did not indicate that the pump should be replaced, and the pump passed the self-test. Troubleshooting was performed for the cosmetic damage customer reported physical damage (crack or scratch) on the pump, not related to the retainer ring. Troubleshooting was performed for the labeling, and the customer reported product damaged upon receipt, prior to use. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test and self-test. Successfully utilized thump to download history files and trace files. Pump error 63 alerted on 09/18/2025 06:19:49.000 with variable (15). Pump error 63 (variable 15) alarm due to hardware anomaly (line number = 147 and file number = 2017). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, scratched case, cracked case, cracked case (battery tube) and serial number label missing. Pump error 63 alarm isolated to electronic stack. Out of box damage confirmed. Cosmetic damage confirmed at battery side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.